Event description:
It was reported that a patient was involved in a slip. Additional request for information has been sent.

Manufacturer narrative:
Investigation completed 06/28/2017. Device history record reviewed for lot # 174 manufactured on 3/3/2017 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced. No service history is on file for this device. No manufacturing or design related trend has been identified. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, unit would not have slipped. Unit needs heli-coils added to large starburst threads; this would not have caused a slippage. Failure analysis to determine root cause could not confirm complaint event. Device passed all specific functional testing. General maintenance and cleaning required.

Manufacturer narrative:
Investigation completed 07/31/2017. On (B)(6) 2017 the customer notified integra they realized it was not a slippage event. They did notice what they thought was a problem with the ratchet mechanism in the skull clamp. The entire retractor system was sent back for preventive maintenance check. Device history record reviewed for lot # 174 manufactured on 3/3/2017 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. No manufacturing or design related trend has been identified. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, unit would not have slipped. Unit needs heli-coils added to large starburst threads; however, this would not have caused a slippage. Failure analysis to determine root cause could not confirm complaint event. Device passed all specific functional testing. General maintenance and cleaning required.